Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and system sensor and excessive no delivery alarm test. Unit functioned properly. No physical damage noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 467 mg/dl. Troubleshooting found that drive support cap, basal settings, bolus wizard and time and date programming were normal and functioning fine. A high pressure test was performed and received no alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.